Event description:
It was reported that the procedure was to treat a lesion in the lad. Resistance was felt during pre-dilatation; however, the decision was made to continue. A stent was implanted in the lesion, at which time, something felt different. A cine confirmed that the guide wire had separated. The separated portion of the guide wire was located at the guide wire notch of the stent delivery system, and was fully removed from the pt. No add'l info available.